Event description:
Customer reported unexpected negative results when testing a sample with a known anti-jka on a 2 cell screening assay on the galileo.

Manufacturer narrative:
Review of instrument results: this sample results did not appear in the results folder of the archive disk. Immucor was not able to verify results. Per the customer, the sample has been showing dosage effect. This issue appears to be sample related.